Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump using instructions provided by technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged and understood these instructions.